Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported leak could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the leak in the steerable guide catheter (sgc). It was reported that during device preparation, the sgc was flushed and tapped gently; however, bubbles continued to form when the dilator was advanced. The bubbles migrated from the rubber down the valve shaft. Device preparation was repeated multiple times; however, the air bubbles could not be removed. The device was not used and there was no patient involvement. There was no additional information provided regarding this device issue.